Event description:
Healthcare professional reported capsular contracture baker grade IV. Healthcare professional also reported rupture on explant. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: observed opening on anterior side assessed as surgical damage, observed broken on anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. Additional observations: ¿ no other observation observed.

Event description:
Healthcare professional reported capsular contracture baker grade IV. Healthcare professional also reported rupture on explant. Device has been explanted.

Manufacturer narrative:
Continued h.6 health effect impact codes: f2203 imaging required a review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.